Event description:
It was reported that the device doesn't detect latch lock. The event occurred was before infusion. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. Functional testing was able to duplicate the reported problem. It was determined that the latch lock cam flex sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.